Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, while starting up the system, the customer experienced recurring system error code #25517. An isi technical support engineer had the customer turn off the system and reset the circuit breaker on the pt side cart (psc), however, when the system powered back up the system error code #25517 reappeared. The pt was under anesthesia for approx 30 minutes when the site decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #25517 experienced by the customer was associated with a pt side manipulator (psm) embedded serializer set up joint (essj). The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm essj. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The essj was returned to isi for failure analysis investigation. System error code # 25517 appeared when the da vicini safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety system put davinci in a "recoverable safe state". Engineering concluded that the two low voltage differential signaling connectors for the essj malfunctioned, thus generating the system errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital